Event description:
It was reported by service report that the arm on the jack support weldment broke. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
A f/u will be submitted after the investigation is complete.